Event description:
Pt undergoing flex bronchoscopy, left vat, left upper lobe segmentectomy and mediastinal sampling. During procedure, the endo gia fired; the surgeon saw a metal piece in the surgical field, and it was removed causing no harm to the pt. Metal piece was identified as part of the endo gia.